Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the light guide of blade was broken from the base. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.

Event description:
Customer complaint states:"after the nasotracheal intubation of a child with the blade, the surgeon discovered that a clear part of the blade was detached". No patient injury was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Additional information received by teleflex: "the doctor found a piece of plastic in the mouth of the child and removed it. So nothing fell into the child and no medical intervention was necessary."

Event description:
Customer complaint states:"after the nasotracheal intubation of a child with the blade, the surgeon discovered that a clear part of the blade was detached". No patient injury was reported. Patient condition reported as fine.